Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs therapy indications. It was reported that the patient just got an implant replacement and they are unable to charge the implant. The rep said the bandage was not thick, implant was superficial, albeit at a slight angle. They were initially able to get 8 boxes but couldn't recall how long that maintained. A spare recharger was also used which could not get coupling either. The al feature did not resolve the issue. The patient was taken back to the or to open up the pocket and check the device. It was found to be backwards in the pocket. The surgeon believed the battery may have flipped over after surgery because the pocket was fairly large. The pocket was tightened up with sutures to give a tighter fit. The recharger was tried intraoperatively and coupling well. The recharging issue was now resolved. No patient symptoms or further complications were reported as a result of this event.